Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer is getting button error alarm. Customer requested new pump. Customer stated that the pump is not with him at the time of the call, advised customer we will not be able to replace the pump due to we have verify the serial number. Customer stated that he wanted to order supplies. Customer also stated had infection due to dirty hands. Customer stated that there was urgent care visit due to high blood glucose, 370-380mg/dl. No further information provided.